Event description:
It was reported that the patient presented remotely. Upon review, the right ventricular (rv) lead exhibited noise and decreased r-wave sensing amplitude. The patient was brought into the clinic and upon interrogation, it was also noted that the rv lead failed to sense in the bipolar configuration. It was confirmed from the chest x-ray that the atrial lead had dislodged. During the lead revision procedure, the physician noted that the atrial and the rv leads were coiled together due to the patient twiddling the device. The atrial lead and the rv lead were explanted and replaced. The patient was stable throughout.